Event description:
It was reported that dissecting tool broke during craniotomy procedure while turning flap. The broken piece was removed without difficulty and the procedure was completed with another tool. There was no patient impact and no significant delay.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fracture face is consistent with brittle in plane bending with moderate to high strain rate. Attempts to reproduce a failure consistent with this returned tool have only been successful when the tool was not rotating and a lateral rotation was induced (prying). The most likely cause of failure was an attempt to snap the remaining bridge of bone connecting the flap with a prying action when tool was not rotating. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).